Event description:
The pt experienced severe abdominal "banding". Initially, the hcp tried revising the lead by moving it down; the pt still had abdominal pain. The lead was replaced as the hcp felt the lead was too wide for her epidural space. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.